Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned

Event description:
As reported: "please find information from index and revision surgeries of a left total knee arthroplasty. Revision was secondary to patella pain as the patella was not resurfaced during index surgery. There was no mention of the mako having any effect on the necessity for revision. No further information is available from the hospital or surgeon."